Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).

Event description:
A healthcare professional reported that a hahn tapered implant failed. The patient's bone quality is type ii, and their oral hygiene is excellent. The patient presented on (B)(6) 2025 for a primary procedure on tooth #19. The patient presented on (B)(6) 2025 with numbness/sensitivity, and the provider removed the implant on (B)(6) 2025. The symptoms resolved after removal and no permanent injury was reported.

Manufacturer narrative:
The investigation has been completed, and the results are as follows: DHR results: the DHR was reviewed for hahn tapered implant lot# 6126551 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for hahn tapered implant lot# 6126551 and found no additional product in stock. Investigation methods/results. The device was returned but not in the original package. The implant was verified to be a glidewell ht implant ø4.3 x 8 mm (70-1189-imp0009) using the radiographic template (mkt-013579 rev 1 pk-4500230-112023). There was no defect or non-conformity observed and the threads were intact. Matter was observed in the treading of the implant. The complaint is verified based on the returned part but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause description the root cause could not be explicitly determined. A potential root cause could be due to that a vital structure of the implant site was punctured which could have caused the numbness and sensitivity that the patient was experiencing. IFU-570 rev 4 (hahn tapered implant system) contains the following statement in the warnings section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." The manufacturer's internal reference number is: (B)(4). Corrected data in field: d5.